Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated in response to a customer report that the system's c-arm was unable to perform geometry movements. The philips remote service engineer (rse) inspected the system remotely, checked with the customer, and confirmed that the system was working fine without any problems. According to the customer's response, this case was closed, and no service has been performed by philips since no problem was found. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.